Event description:
The clinician reported that one month after the dental implant was placed, in ada site #26 of the patient's mouth, failure of implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced infection, mobility, pain, swelling, inflammation and increased sensitivity at time of failure, no further complications were observed.